Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Please note that the incorrect/excessive application of torque to the jaws during instrument use creates a temporally misalignment of the tips which may result in clip malformation. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after the fifth or sixth firing, the next clip was distorted. It is unknown how the procedure was completed. There were no adverse consequences for the patient.